Event description:
On june 19, during patient use, the thermogard console (sn (B)(4) displayed mid:14 (bg power supply) error message. The user rebooted the console but was unable to clear the mid:14 error message. Ivtm therapy was discontinued and adjunct therapy was used to cool the patient. No impact or consequence to the patient.

Manufacturer narrative:
The customer's reported complaint of the "thermogard console (sn (B)(4) displayed mid:14 (bg power supply) error message" was confirmed during the review of the event logs but was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. During visual inspection of the thermogard console, no physical damage was observed. During the review of the event logs, a mid:14 error message was observed; thus, confirming the reported complaint. The archive review also showed a mid:16 (software) error message, unrelated to the complaint, likely due to the power of the console being terminated multiple times without a proper shutdown sequence. The thermogard xp ivtm system passed functional testing including the power-on-self-test (post) with no issues. The thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.

Manufacturer narrative:
B5 (describe event or problem) and h10 (additional narrative/data) were corrected. The customer's reported complaint of the "thermogard console (sn (B)(6) displayed mid:14 (bg power supply) error message" was confirmed during the review of the event logs but was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. During visual inspection of the thermogard console, no physical damage was observed. During the review of the event logs, a mid:14 error message was observed; thus, confirming the reported complaint. The thermogard xp ivtm system passed functional testing including the power-on-self-test (post) with no issues. The thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.

Event description:
On june 19, during patient use, the thermogard console (sn (B)(6) displayed mid:14 (bg power supply) error message. The user rebooted the console but was unable to clear the mid:14 error message. Ivtm therapy was discontinued and artic sun was used to continue the temperature management therapy. No patient injury was reported.